Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Add'l pro codes: mnh, mni, kwq, kwp. Manufacturing evaluation reports that the sample was received assembled with marks not consistent with the manufacturing of the inner diameter of the bone screw head. The star drive shows some wear and the inner diameter thread of the screw head is broken. Due to the item returned in the assembled state, majority of the features related to the complaint condition could not be evaluated. The material could not be checked for the collet due to the item in its assembled condition. The DHR shows that the material was correct at the time of manufacture. Product development event evaluation revealed the failure mechanism displayed by the damaged implants can only be achieved through an applied tensile load. The condition of the screw indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the design tensile limits. No other evidence of damage was observed. The matrix technique guide as well as other product support information illustrates the proper method of loading and unloading screws from a holding sleeve. Improper removal technique exceeding the designs intended limits was the cause of failure, therefore this complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during a posterior lumbar fusion at l4-l5, l5-s1, while the surgeon placed the first screw, the screw would not engage. The surgeon then selected the second screw and the head of the screw popped off during screw insertion. The screw head was retrieved and the surgeon completed the procedure with new screws. The patient was unharmed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 2/27/2012.

Event description:
This is report 1 of 1 for (B)(4).